Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Syringes were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 17-dec-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Event description:
Consumer reported complaint for plunger out of protective cover for the trueplus single-use insulin syringes. The customer stated that in the last several boxes of the syringes some of the plunger caps were off. The customer stated it does not affect the needle of the syringes. Customer was unable to provide lot information. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.